Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings: a review of the pump black box data indicated evidence of short battery life in the form of drastic voltage drops that led to replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. The sleep current draw did not measured within specifications; the battery life complaint was duplicated. The pump case was removed and the sleep current draw returned within specifications after the cgm flex was unplugged from the printed circuit board. A cold solder connection was found on the cgm at the j2 gold pin.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).